Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On july 31, 2007 the lay user/patient contacted lifescan alleging that her one touch ultra meter reverted to the setup mode. The patient claimed that the reported issue did not occur after removing/replacing the battery; however, the meter has experienced trauma. The patient indicated that the reported issue first occurred at 10 pm in 2007. After the issue began, the patient took an increased dose of diabetes medications, 1000 mg glucophage with food when she normally takes half a pill. Before taking the increased dose of medications, the patient described having symptoms of feeling dizzy where the room was spinning and she could not stand up. It would be helpful to know how often the patient tests on her meter and when the patient obtained her last successful test. It would also be helpful to know if the onset of her symptoms was before or after the issue started and if her symptoms were relieved after taking the increased dose of glucophage. Based on the provided info, this complaint being reported because the patient alleged symptoms and it is unclear if the patient's symptoms developed before or after the reported issue. Replacement products were sent to the patient.